Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number (B)(6). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the dermatome was functioning intermittently. No adverse events were reported as a result of this malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
There is no additional information available.

Manufacturer narrative:
Review of the most recent repair record determined the rpms were too high and motor was replaced and resolved the reported issue. A definitive root cause cannot be determined. The event cannot be confirmed if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.